Event description:
The customer reported that the system had a loss of live images. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The pin connector was repaired during the service call. The system was found to be working and put back into service.